Event description:
Patient undergoing mechanical embolectomy of left mca with merci retriever device. During procedure, distal portion merci device detached in left mca. Multiple attempts at retrieval were unsuccessful. Angiogram at that time indicated extravasation of contrast and retained merci device. Patient expired in 2009.